Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of oversensing due to noise was observed on the right ventricular (rv) lead. During x-ray imaging, the rv lead was noted to be bent. The rv lead was capped and replaced. The patient was stable.